Event description:
It was reported that a site was having communication problems with their programming system. Initially, it was thought that the programming wand was causing the communication difficulties. However, a new wand was sent to the site and the problem did not resolve. A new serial adapter cable was sent to the site, and the communication difficulties have resolved. The product has been returned to the MFR and is undergoing analysis.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.